Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the customer¿s freestyle libre 2 sensor detached prematurely. As a result, the customer was unable to obtain sensor scans and experienced symptoms of shaking and seizure. The paramedics were called and blood glucose of 37 mg/dl was obtained on the hcp meter and the customer was administered an unspecified IV medication. The customer was transported to a hospital where she was diagnosed with hypoglycemia and admitted for a day. The customer received an additional unspecified IV medication while in the hospital and the customer¿s medication was changed from pill to liquid metformin. There was no report of death or permanent impairment associated with this event.